Manufacturer narrative:
A siemens healthcare diagnostics inc. (Siemens) customer service engineer (cse) was dispatched to the customer site to inspect the system. The cse analyzed the system and found that it would not initialize. The cse replaced the reagent pump 1 (rp1), pulse motor controller driver board for rp1 and the water pressure pump and initialized the system. The cause of the discordant ggt result is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant gamma glutamyl transferase (ggt) patient sample test result was obtained on an advia 2400 system. The initial result was not reported to the physician(s). The same sample was repeated on an alternate advia 2400. The repeat result was reported to the physician(s). The repeat test result was not provided by the customer to siemens and is not available for this report. There are no known reports of patient intervention or adverse health consequences due to the discordant ggt result.